Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the plunger clamp at position #2 stuck. The fse cleaned the plunger clamp. The fse observed 211 errors from scanner and found a broken cable in scanner. The fse replaced the flex cables. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.